Event description:
This is filed to report during preparation, the sgc failed to hold water column. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) 3-4. During preparation the steerable guiding catheter (sgc) was observed that the hemostatic valve didn't hold the water column. It seemed that the valve had a leak. A new sgc was used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column during prep could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported leak/ splash could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.